Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a misaligned display screen and dislodged force sensor pins.

Event description:
Evaluation revealed a dislodged display screen and dislodged force sensor pins.